Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. This is the same event as: MFR # 2249697-2010-01558, MFR# 2249697-2010-01559, MFR# 2249697-2010-01560, MFR# 2249697-2010-01561. MFR# 2249697-2010-01562, MFR# 2249697-2010-01564.

Event description:
It was reported: "sterilization dept refused to clean and sterilize due to components being cracked." Two devices of the same lot were reported.